Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment that the stylus of the programmer required calibration. The connector between the xy board and overlay was reseated and the stylus was calibrated. There was a broken left keyboard hinge, the hinge was replaced. Missing keyboard slide, the slide was replaced. The handle covers were cracked, the covers were replaced. The media bay door was broken, the media bay door was replaced. The hard drive was reconfigured and reloaded with updated software. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer required calibration and the software to be updated. The programmer was returned for service. There was no patient involvement.